Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: march 9, 2023. Section h3: device evaluated by manufacturer? Yes. Device evaluation: product was returned to the manufacturing site for evaluation. No iol was received as part of this return. Visual inspection under magnification of the handpiece revealed that it was received with the plunger rod fully advanced. The cartridge tip and cartridge could be observed to be cracked. The handpiece was disassembled and the assembly was inspected. No issues that could contribute to or cause the complaint were found. The complaint issue of haptic damaged could not be confirmed due to no complaint lens being returned. The other observed issues found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient identifiers were not collected or recorded and therefore are not available. Initial reporter telephone number: (B)(6). He device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of a preloaded intraocular lens (iol), a crack was observed on one haptic. The lens remains implanted and does not need to be removed. No further details were provided.